Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited shock lead impedance out of range. The suspected cause is spring contact or fracture but is not confirm. Technical services (ts) was consulted about noise signals noted, ts stated there was no evidence of noise signals. Ts suggested bringing patient into the clinic. The device remains in service. No adverse patient effects were reported.